Event description:
It was reported that the tip of the instrument fractured while in use during surgical case. There was no foreign body or harm to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Common device name: phx. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; g3; g6; h1; h2; h3; h6 visual examination of the provided photograph identified that a portion of the impactor tip has sheared off. The features of the fracture are unable to be seen due to the quality of the photograph, therefore; a comparison to the zrm could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.